Event description:
Customer's family member called in to reported their blood sugars were at 29 and they were currently disconnected from the pump. Technician instructed them to have the customer drink some juice. The paramedics were contacted and the customer was treated. Medtronic educator in the area will further assist the customer.